Event description:
It was reported the pt's wound at the ipg site was open and draining. The pt's doctor believed an infection was not present. Cultures were taken and came back negative. The pt's wound healed over time.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.